Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event, stable interrogation of a pacemaker was possible. It was noted that the anti-slip layer was ripped off the label of the rf head and the upper case was cracked. As a result the label, cable (as preventive measure) and upper case were replaced. (B)(4).

Event description:
It was reported that interrogation was not possible with the radiofrequency (rf) head. Another rf head was available for use. The rf head was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.